Event description:
The patient reported that they had a v-go device that fell off while being out and had blood on the device. Patient advised that while wearing v-go on his arm one night, the needle must have poked him because he noticed blood from under the v-go where the device adhesive pad had partially pulled away from his arm during use. The patient confirmed there was no injury other than some blood from the needle poking him. The device was reported to be available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the adhesive pad issue event complaint. Device #052670 a was inspected. A visual inspection performed found the straight needle was inspected and showed no anomaly. There was an excessive amount of dried blood observed on the base and the foam pad. An accurate assessment of the adhesive foam pad could not be performed; due to the used condition of the returned device, the original adhesion properties could not be verified. Functional tests were performed. The adhesive pad was probed, and it was verified that there was a moderate amount of adhesion remaining. After probing the foam pad, the adhesive pad had attached to the technician's glove; the device was lifted off the table surface and verified that the adhesion strength was still sufficient. The complaint could not be confirmed.